Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pace impedance measurements. Surgical intervention was taken to cap and replace the lead. The device was left in service. Months later the patient experienced an infection, captured within another event, and the device was explanted at that time. No additional adverse patient effects were reported.